Event description:
Preparing to intubate a critical patient, the end tidal c02 (etc02) monitor failed. The etc02 cable was switched with no response. The monitor was powered down, cord removed, and monitor restarted with no response. A new monitor was promptly obtained and the procedure continued without further incidence. The patient was successfully intubated and there was no delay in procedure or prolonged sedation time. The non-functioning unit was pulled from service and sent to the biomedical engineering department. Biomedical engineering took the following corrective action: "unable to confirm reported problem. Device read c02 fine. Leak test passed. Calibrated and tested etc02 as a precaution to minimize probability of problem reoccurring. Returned to service.